Event description:
The pt, a iddm, began obtaining low blood glucose readings (50's and 60's) on his meter. Because of these low readings, his insulin was withheld. In the evening of 12/15, he began to experience symptoms of being ill (sleepy, couldn't talk). The paramedics were called and he was transported to the hosp where a lab blood glucose result "in the 500's" was obtained. He was treated with "something to bring his sugar down" in the ER and later admitted to the hosp (exact diagnosis unnown). He was released on 12/24. While hospitalized, the pt developed an infection and was treated with antibiotics. The test strips are stored outside of the vial in the meter case and had been stored in this fashion for a week or more prior to the alleged event. The package insert states "do not store test strips outside of the vial." No control solution tests are performed. The meter was in callibration on 12/24, 82 versus range of 75-101.